Event description:
It was reported that a patient presented to clinic for next day follow up. Device interrogation revealed undersensing and failure to capture on the right atrium leadless pacemaker (ralp). Chest x-ray was ordered and the ralp was found to be dislodged. The physician elected to explant the ralp without a replacement. The patient was stable following the procedure.